Event description:
During a cardiac, catheter ablation procedure for atrial fibrillation, a transseptal puncture was to be performed using a st. Jude medical sl-1 sheath/dilator and a brokenbrough transeptal needle. The needle scraped the inside of the dilator, creating multiple plastic fragments that could easily result in a stroke. The needle, dilator, and sheath were removed from the body and the plastic shavings were demonstrated (photograph available). A new sheath and dilator as well as a new needle were used to perform the procedure. Diagnosis or reason for use: atrial fibrillation ablation procedure. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or reduced: yes.